Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual examination of the staple cartridge noted that the reload was partially fired to the 2.5cm line. Several staples were extruded from the cartridge and appeared malformed. Microscopic evaluation of the cutting blade of the knife showed no damage. The trs material was received separately from the reload. The staples in the trs material were malformed. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. Most remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Three of the malformed staples did not leave the cartridge during firing. Forwarded to engineering for evaluation of the malformed staples. Engineering evaluated of one device. The entire reload contained all components with no signs of abnormal damage, except for the staple cartridge itself. The staple cartridge was found to be damaged on one side of the knife bar. The staple cartridge showed signs of a foreign object being clamped in the jaws of the reload. The device was disassembled and was found to have a twisted/broken tri-pusher where the exterior damage was located on the staple cartridge. Staples were retrieved from the device¿s damaged stapled pockets and showed evidence of being forced into an obstruction .replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. On the second firing of the rectum resectioning, the surgeon fired the stapler and removed it after he thought it was completed. However, the sales representative checked the reload and noticed that the stapling stopped after 2 cm. He also noticed that the reload stapled the reinforcement material, but not the tissue. Also, the anchoring suture on the tip of the reload was not cut. To complete the procedure, another cartridge was loaded onto the handle. The surgeon fired the device and re-stapled the original staple line. No patient injury or extension in surgical time. Patient status is no problem.